Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 51mm abdominal aortic aneurysm. Vessel morphology was not reported. During the index procedure the physician attempted to deliver the stent graft through an 18fr sheath and passing through iliac stents. The physician reached the desired location; however, the stent graft was up constrained about three stents because it appeared that a piece of the iliac stent was around the delivery catheter and would not allow the stents to deploy or delivery system to be removed. After multiple ballooning the physician decided to convert the patient to open repair and the stent graft was explanted successfully. No additional clinical sequelae were reported and the patient is doing fine. The review of several returned angio films/photo's revealed that the patient had previously placed iliac stents within the origin of both common iliac arteries. The iliac arteries did not appear significantly tortuous, and the diameter of each stent was approximately 10mm. The stent graft was seen partially deployed. Images of the explanted stent graft revealed that a stent was wrapped around the suprarenal stents and spindle, and a stent was also wrapped around the contralateral limb. These stents were most likely the same pre-implanted iliac stents. Ballooning was performed to try and free the undeployed suprarenal stents. The cause of the events could not be determined from the images provided.

Manufacturer narrative:
(B)(4).